Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and the completed investigation results. One used 6fr angioseal sts plus device was returned for evaluation. The arteriotomy locator, tamping tube, and hemostatic sheath were returned along with the device. The returned device was subjected to visual analysis where blood like substance was found on the device. The deployment sleeve was found in the rear lock position. The hemostatic sheath, carrier tube assembly and tamping tube appeared to have been cut approximately 0.5" distal from the hemostatic hub. There was a shallow bend in the arteriotomy locator. No other gross visual anomalies were noted with the returned components. For functional analysis of the spool in the tensioner, the hemostatic sheath hub and deployment sleeve were removed from the device cap. The tensioner was then released from the device cap molding. There were several coils of the suture on the spool. A pair of tweezers were taken and first pulled the suture from the carrier tube assembly. On this distal portion of the suture, there was an obvious blood clot that had hardened around the clear shrink wrap marker, which provided resistance from removing the suture from the carrier tube assembly. With the pair of tweezers, the force was then applied to unspool part of the spooled suture. There was no resistance experienced and the suture was able to be unspooled. From the condition of the returned device, the complaint could be confirmed for suture lock up. While the lock up did not occur due to a malfunction of the tensioner, the hardened blood clot around the clear shrink wrap marker did provide resistance to the mobility of the suture within the carrier tube assembly. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the suture locked. The following information was provided by the user facility: when the device sheath assembly was withdrawn to position the anchor, the suture locked and could not be pulled, the tube was cut off between the sheath cap and the device cap. The anchor was successfully positioned by pulling the remaining suture manually and the collagen was successfully positioned by pushing the tamper tube. Subsequently the hemostasis procedure was successfully completed by pulling the remaining suture. Patient had no health damage. The physician had completed the training process on the device prior to this case. Blood loss was less than 250 cc.